Event description:
Patient taken to the operating room for tonsillectomy and adenoidectomy. After removing the tonsils, a burn on the right corner of the patient's mouth was identified. The surgeon was notified and ordered an application of bacitracin.======================manufacturer response for electrosurgical units, various valleylab brands (per site reporter)======================regional sales manager and sale rep representative came on site to evaluate situation. No cause for burn was immediately identified.